Manufacturer narrative:
The reported cardiac tamponade could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report numbers: 9680001-2017-00103, 2030404-2017-00056, 3008452825-2017-00327. During an atrial tachycardia procedure, a cardiac tamponade occurred. After isolating the pulmonary veins with the ablation catheter the patient became hypotensive and an echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.